Event description:
Information received from the field notes that when the patient was seen in the office, she was in sinus rhythm at >60 bpm. The patient was not pacemaker dependent. Interrogation was initially successful. After taking a set of measured data, the programmed parameters showed dashes (---). The microprocessor was reset, but the dashes remained. Attempted downloads with two different program- mers were unsuccessful. Therefore, the device was replaced.